Event description:
It was reported that there were air bubbles and gaps in the tandem mobi cartridge system. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the cartridge and infusion set/tubing before resuming insulin.